Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild calcification and 99% stenosis. Pre-dilatation was performed with a 2.0 mm mini trek balloon. The 2.5 x 12 mm xience pro stent delivery system (sds) was successfully positioned in the target lesion. However, the sds balloon did not inflate at all and contrast media was leaking out of the balloon. No resistance was during advancement of the device to the lesion. The device was removed from the anatomy without any issues and a new 2.50 x 12 mm xience pro stent was used successfully. The final patient outcome was good. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.